Manufacturer narrative:
The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The pump was also received with a cracked case and a cracked case behind the pump near the battery tube compartment. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08740 inches. The pump was monitored, no unexpected restart/boot up and critical pump error (open book image) alarm noted. Successfully downloaded history files and traces using thump. Per r&d engineer mark freger, there is no evidence of critical pump error (open book image) alarm on the history files/traces and error log file. In further review of the formatted history file 1 week prior to the related svn#: 000318231867 event date of 29-jul-2024, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 2-jul-2024, 26-jul-2024 and 28-jul-2024 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 63 alarm (file number: 2017 line number: 147) was found on: 07/23/2024 19:13:00.000 pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no battery related alarms/alerts or unexpected restart/boot up noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1/pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.66 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case of the pump during analysis. Battery cap broken/cracked/damaged and battery cap contacts missing/damaged were confirmed. The pump passed all the required testing. Customer alleged for unexpected restart/boot up (device is initialized even though I haven't done anything) and critical pump error (open book image) alarm were not confirmed. However, pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file due to slight corrosion on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1896ja. Troubleshooting was performed and found battery cap damaged. It was unknown whether the customer will continue use of the device. No harm requiring medical intervention was reported. No product return is required for mmt-1896ja.